Event description:
It was reported that an asymptomatic pt presented via merlin.net with a device that was oversensing post-sensed t-waves on the ventricular lead. The pt rec'd inappropriate atp and hv therapy. The device was programmed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.